Manufacturer narrative:
Analysis confirmed the reported analyzer port issue; the connector of the analyzer was corroded.

Event description:
It was reported there was a malfunction of the atrial port in the analyzer. The analyzer was returned for service. No patient compli cations have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. The change is reflected in this report under conclusion code(s). If information is provided in the future, a supplemental report will be issued.